Manufacturer narrative:
The device has been received by depuy synthes power tools. The device was evaluated and the reported condition of intermittent operation could not be confirmed. The device as received in a condition making the evaluation impossible. If additional information is received, a supplemental report will be submitted.

Event description:
Report received from USA stating that the "item is starting and stopping". The device wa being used during surgery. No patient or user injuries occurred. There was no additional information provided.